Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time and date were inaccurate after the pump had been lost for an extended period of time. Reportedly, the customer corrected the pump time and date to resolve the issue. The customer's blood glucose level was 312 mg/dl.